Event description:
It was reported that the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the contact was unable to provide a cgm blood glucose (bg) reading and meter bg reading at the time of the event. As a result of the increased basal delivery the customer's bg lowered to 38 mg/dl. Due to the lower bg level the customer was "dizzy and blacked out." Customer required paramedic assistance consuming oral glucose and intravenous fluids. Customer was transported to the emergency room (ER) and was treated with intravenous fluids of saline and oral glucose. Customer was discharged from the ER 4 hours later with issue resolved and no permanent damage. Additionally, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog.